Event description:
A (B)(6) female patient was implanted with a valve. The user has set the valve at 30mmh2o. However the symptom of hypodrainage was always observed. A medium contrast was injected and the occlusion was doubted. The valve was replaced by a new device.

Manufacturer narrative:
The explanted valve was returned to our facility and analysed following our quality control procedure. The valve was returned in sterile water, as recommended by our IFU. Visual examination: no marks and no deposits are visible on the body of the valve. However colorless liquid is present in the valve, two pieces of catheter are sutured on the connectors. Gelatinous deposits are visible around the ruby ball and around the rotor. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible and the ball is stuck on its seat; after cleaning the valve, the programmation is not possible due to a presence of deposits. In conclusion, according to our functional tests, the valve does not returned meets its specifications, obstruction is confirmed and rotation test is not possible due to the deposits. Obstruction is a well-known side effects of derivation system which is widely discussed in the scientific literature and described in our instruction for use.

Event description:
A (B)(6) female patient was implanted with a valve. The user has set the valve at 30mmh20. However the symptom of hypodrainage was always observed. A medium contrast was injected and the occlusion was doubted. The valve was replaced by a new device.